Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump got broken. Customer's blood glucose was unknown at the time of the incident. Her son was sliding to the base thus resulted to the damage - rainbow like image on the screen. Troubleshooting was done. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
Device received with cracked and bleeding lcd glass. Unable to verify missing segment due to physical damaged to lcd glass.